Event description:
A caller reported that the insulin gauge displayed an amount different than expected, with a discrepancy of more than 30 units, as the expected fill estimate was 240 units, but the gauge showed 60 units. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to call back for troubleshooting if they experience further issues with the fill estimate, and the customer acknowledged this instruction.